Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The pump was not returned for investigation. Data logs show no trend related to the purge leak on purge parameters. The cause of the purge leak issue was most likely a leak from the sidearm, but the exact location of the leak is unknown. H5 was was erroneously selected on the initial manufacturer device report number 1220648-2025-27601.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, there was a small leak noted from the purge sidearm. The leak was not impacting the purge flow or purge pressure with plans to place bone wax around the side arm. No patient harm was reported.